Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen flashing medtronic logo and pump was exposed to moisture. And also reported critical pump error and labeling issue. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for flashing display and found partial display with displaying a flashing medtronic logo. Troubleshooting was performed for critical pump error and explained the pump performs safety checks and open book image error was found. Found crack on pump. Troubleshooting was performed for cosmetic damage and found the crack was on backside of the pump. The crack on pump was not affecting pump functionality. The crack on pump was not related to the retainer ring. Troubleshooting was performed for fluid in pump and found the fluid under the lcd display. Troubleshooting was performed for labeling issue and found device labels, including serial number and dome label stickers were missing, removed, worn, faded, or damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned

Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, unit alarmed critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, it was determined that the ingress of water corroded electronic assemblies leading to constant critical pump error (open book image). The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion customer concern of critical pump error alarm (open book image) was confirm including physical damage. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by corroded electronic assembly. Customer's concern of physical damage was also confirmed during visual inspection when cracked case (battery tube) and battery tube threads - cracked were noted. Unable to confirmed flashing logo or missing segments due to constant critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.